Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The cause of this event is unknown.

Event description:
The customer reported that they received discrepant total hemoglobin results when compared to repeat testing o the same instrument. There is no report of injury due to this event.

Manufacturer narrative:
After reviewing the available system logs for the instrument, the system and sensors including the cooximetry sub-assembly were found to be performing as intended. There were no coox sub-assembly errors recorded during or around the measured samples. The aqc performance of the thb sensor was stable and reporting within specifications over the use life of the m-cart. The rp500e cooximetry assay is a whole blood multi-wavelength direct (non-chemical) spectrophotometric measurement. It is dependent on preanalytical factors like specimen collection, insufficient sample mixing, hemolysis and time differences between repeat measurements. For the escalated samples there were no optical errors or sample related anomalies recorded in the coox events. Both samples passed the internal sample quality checks for cooximetry and the thb was reported for the sample as presented. The discrepancy in the thb results observed by the customer is noted. However, the samples in question have abnormally low potassium and high chloride results. Apart from being under calcium supplements, the patient disposition, medical history and treatments is unknown. In the absence of secondary results for these samples, this review could not confirm if the samples being compared are equivalent. The root cause for the discrepant calcium and thb results could not be determined in this review. No product problem identified.